Event description:
We have smart pumps baxter colleague. We are a 25 bed critical access hosp. Our ER nurse went on a transfer with integrilin. The pt was admitted straight to the coronary cath lab. The nurse said she needed her pump back as we have limited pumps available. The cath lab staff handed her an identical pump in the room. She took the other hosp's pump back to our critical access hosp. The ER used the pump for about a week when it had a battery failure. Pharmacy discovered that the programming was not our critical access hosp's programming. Warn your staff that pumps are not interchangeable. Double check that your unit or hosp name is printed in the display window. We had no known problems, but consider the situation a near miss. You learn these things in training, but become complacent that it is "your" pump. It apparently was standard practice to hand out pumps in the hosp. So large or small double check your hosp programming. This could also affect large hosp if pumps are moving from neonatal to ICU and have different programming.